Manufacturer narrative:
The device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on 8 january 2020.

Event description:
During remote follow-up, rf telemetry was unable to be established with the implanted device. The patient presented in clinic and the device was interrogated without difficulty. The patient was in stable condition.